Manufacturer narrative:
Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of u/d knob was out of the standard value. Adhesive on bending section cover (a-rubber) had a crack. The plastic distal end cover (c-cover) had a scratch. The objective lens had discoloration. The protector of the universal cord on scope connector (s-connector) side had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The flexibility adjustment ring had a scratch. The switch box had a scratch. The scope cover had a scratch. The suction cylinder was shaved. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit had a scratch. The indication on the scope connector (s-connector) was peeled. The electrical connector (el-connector) had discoloration due to water leakage. The scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera colonovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, there was foreign matter found within the nozzle. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.